Event description:
The complainant reported that the clinicians were preparing a precision speedtac transvaginal anchor system for a therapeutic sling fixation procedure on a female patient. When the kit was opened the device was found to be broken. The procedure was successfully completed with another of the same device. The complainant reported that there were no adverse effects on the patient as a result of this reported event. The patient's condition was reported as "fine."

Manufacturer narrative:
This device has been received, but an evaluation has not yet been performed; therefore, a failure analysis is not yet available. At this time we are unable to determine the relationship between this device and the cause for the event. If there is any further relevant information received a supplemental medwatch report will be filed.